Event description:
The customer reported that the jaws could not be opened while on tissue. The surgeon had to cut the tissue around the jaws to remove the device from the pt. There was no injury to the pt. This complaint was received via maude event report, voluntary report number (B)(4).

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.